Manufacturer narrative:
Insertion post from dental implant could not be detached from implant during implantation. Implant could not be placed. Dentist used wrong insertion post product (camlog system instead of conelog system) dentist should use only products from the corresponding system.

Event description:
Insertion post from dental implant could not be detached from implant during implantation. Implant could not be placed. Dentist used wrong insertion post product (camlog system instead of conelog system).